Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure in the drawer. A field service engineer replaced the full-height rails, repositioned all cables and wires, and replaced and adjusted the yellow component securing the sensor while also adjusting the rails within the chassis. The spring on the plunger was inspected and replaced to address the issue. However, the full-height drawer appeared to still have a slight drag, and the field service engineer was advised to monitor. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer 7 failed to open. The users were unable to issue the medication, causing a delay in accessing the medication for the patient. It was confirmed that there were no reported adverse effects or harm to the patient. There were no adverse events or injuries reported based on this incident.